Event description:
Customer called to report the insulin pump had a blank screen. The customer had not used the insulin pump in over a month. Customer had inserted a new battery and screen remained blank. Troubleshooting was performed. The battery compartment was found to be cracked. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).